Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced pain in their calf following a lead implant procedure on (B)(6) 2021. The patient was diagnosed with a deep-vein thrombosis (dvt). The patient was prescribed to wear compression socks, resolving the issue.